Event description:
It was reported to fresenius medical care via fax that clot was pulled from tego connector, and that there were flow problems using tego connectors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).